Event description:
On (B)(6)2009, the pt's husband reported that on (B)(6)/2009, while trying to insert a new cartridge, insulin spilled into the chamber of the pt's infusion device. The husband stated that the bottom of the new cartridge came apart which caused nearly a full cartridge of insulin to spill into the chamber. He blew into the chamber which removed most of the insulin but he said, there is still some moisture in the chamber and it "looks like a window that is fogged up." He stated, the pt is currently using her device which is functioning properly at this time. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.